Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of coils") in a 37-year-old female patient who had essure (ess205) (batch no. 12281348-invalid) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "the patient did not undergo essure confirmation test". The patient's past medical history included migraine and headache. She has no history of any stress urinary incontinence, dyspareunia, or pelvic pain. Concurrent conditions included pelvic pain, dyspareunia and vaginal dryness. Concomitant products included eugynon (trivora) since (B)(6) 2005 for contraception as well as cyclobenzaprine from b)(6)2017 to (B)(6)2017, ibuprofen since (B)(6)2005 and paracetamol (acetaminophen). On (B)(6)2005, the patient had essure (ess205) inserted. In (B)(6) 2005, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On (B)(6)2013, 8 years 3 months after insertion of essure (ess205), the patient experienced pelvic pain ("pelvic pain") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6)2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure (ess205) was removed on (B)(6)2017. At the time of the report, the device dislocation, depression, anxiety, dysmenorrhoea and dyspareunia outcome was unknown and the pelvic pain had resolved. The reporter considered anxiety, depression, device dislocation, dysmenorrhoea, dyspareunia and pelvic pain to be related to essure (ess205). Most recent follow-up information incorporated above includes: on 7-nov-2018: pfs received: event pelvic pain outcome updated. Concomitant drugs were added. Incident: no valid lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Cutaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of coils") in an adult female patient who had essure (ess205) (batch no. 12281348-invalid) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "the patient did not undergo essure confirmation test". The patient's past medical history included migraine and headache. She has no history of any stress urinary incontinence, dyspareunia, or pelvic pain. Concurrent conditions included pelvic pain, dyspareunia and vaginal dryness. Concomitant products included paracetamol (acetaminophen). On (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2005, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). In (B)(6) 2013, the patient experienced pelvic pain ("pelvic pain"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the device dislocation, depression, anxiety, dysmenorrhoea and dyspareunia outcome was unknown and the pelvic pain was resolving. The reporter considered anxiety, depression, device dislocation, dysmenorrhoea, dyspareunia and pelvic pain to be related to essure (ess205). Most recent follow-up information incorporated above includes: on (B)(6) 2018: update of information (batch is invalid). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of coils') in a 37-year-old female patient who had essure (ess205) (batch no. 12281348-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "the patient did not undergo essure confirmation test". The patient's medical history included migraine and headache. She has no history of any stress urinary incontinence, dyspareunia, or pelvic pain. Concurrent conditions included pelvic pain, dyspareunia and vaginal dryness. Concomitant products included ethinylestradiol; levonorgestrel (trivora) since (B)(6) 2005 for contraception as well as cyclobenzaprine from (B)(6) 2017, ibuprofen since (B)(6) 2005 and paracetamol (acetaminophen). On (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2005, the patient experienced depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2013, the patient experienced pelvic pain ("pelvic pain"), 8 years 3 months after insertion of essure (ess205). In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the device dislocation, dysmenorrhoea and dyspareunia outcome was unknown and the pelvic pain, depression, anxiety, vaginal haemorrhage and menorrhagia had resolved. The reporter considered anxiety, depression, device dislocation, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: patient received treatment for events- pelvic pain female. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-jul-2020: plaintiff fact sheet revived, new reporter, event abnormal bleeding (vaginal, menorrhagia), event outcome added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of coils') in a 37-year-old female patient who had essure (ess205) (batch no. 12281348-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "the patient did not undergo essure confirmation test". The patient's medical history included migraine and headache. She has no history of any stress urinary incontinence, dyspareunia, or pelvic pain. Concurrent conditions included pelvic pain, dyspareunia and vaginal dryness. Concomitant products included ethinylestradiol;levonorgestrel (trivora) since (B)(6) 2005 for contraception as well as cyclobenzaprine from (B)(6) 2017 to (B)(6) 2017, ibuprofen since (B)(6) 2005 and paracetamol (acetaminophen). On (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2005, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On (B)(6) 2013, the patient experienced pelvic pain ("pelvic pain") and dysmenorrhoea ("dysmenorrhea (cramping)"), 8 years 3 months after insertion of essure (ess205). In (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the device dislocation, dysmenorrhoea and dyspareunia outcome was unknown and the pelvic pain, depression and anxiety had resolved. The reporter considered anxiety, depression, device dislocation, dysmenorrhoea, dyspareunia and pelvic pain to be related to essure (ess205). The reporter commented: patient received treatment for events- pelvic pain female. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pif received: outcome of the previously reported event- depression, anguish were updated, product indication was added, reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of coils') in a 37-year-old female patient who had essure (ess205) (batch no. 12281348-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "the patient did not undergo essure confirmation test". The patient's medical history included migraine and headache. She has no history of any stress urinary incontinence, dyspareunia, or pelvic pain. Concurrent conditions included pelvic pain, dyspareunia and vaginal dryness. Concomitant products included ethinylestradiol;levonorgestrel (trivora) since (B)(6) 2005 for contraception as well as cyclobenzaprine from (B)(6) 2017, ibuprofen since (B)(6) 2005 and paracetamol (acetaminophen). On (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2005, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On (B)(6) 2013, the patient experienced pelvic pain ("pelvic pain") and dysmenorrhoea ("dysmenorrhea (cramping)"), 8 years 3 months after insertion of essure (ess205). In (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the device dislocation, dysmenorrhoea and dyspareunia outcome was unknown and the pelvic pain, depression and anxiety had resolved. The reporter considered anxiety, depression, device dislocation, dysmenorrhoea, dyspareunia and pelvic pain to be related to essure (ess205). The reporter commented: patient received treatment for events- pelvic pain female. This lot 12281348 is invalid . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 15-jun-2020: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of coils") in an adult female patient who had essure (ess205) (batch no. 12281348) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "the patient did not undergo essure confirmation test". The patient's past medical history included migraine and headache. She has no history of any stress urinary incontinence, dyspareunia, or pelvic pain. Concurrent conditions included pelvic pain, dyspareunia and vaginal dryness. Concomitant products included paracetamol (acetaminophen). On (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2005, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). In (B)(6) 2013, the patient experienced pelvic pain ("pelvic pain"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the device dislocation, depression, anxiety, dysmenorrhoea and dyspareunia outcome was unknown and the pelvic pain was resolving. The reporter considered anxiety, depression, device dislocation, dysmenorrhoea, dyspareunia and pelvic pain to be related to essure (ess205). Most recent follow-up information incorporated above includes: on 27-jul-2018: plaintiff fact sheet received: events depression and mental anguish, dysmenorrhea, dyspareunia are added. Historical & concomitant drugs conditions are added. Product , patient & reporter information updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of coils") in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and pelvic pain ("pelvic pain"). The patient was treated with surgery (underwent a device removal operation due to complications from the underwent a device removal operation). Essure (ess205) was removed. At the time of the report, the device dislocation and pelvic pain outcome was unknown. The reporter considered device dislocation and pelvic pain to be related to essure (ess205). Company causality comment: incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.